Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump was received with constant alarms after battery change due to faulty connector on interface board. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. (B)(4).

Event description:
The customer reported via phone call that the insulin pump experienced an unexpected restart while they were replacing the battery and the set up for the reservoir. The blood glucose reading was 15.4 mmol/l. The insulin pump will be returned for analysis and it will be replaced.